Event description:
It was notes through review of clinic notes dated (B)(6) 2012 that a vns had a history of sleep apnea and recent sleep study showed about 20 obstructive episodes an hour. At the moment, the relationship of the apnea to vns therapy is unknown.

Manufacturer narrative:
Patient information; age at time of event corrected to 30 from 32.